Manufacturer narrative:
The remote service engineer (rse), emailed information for a battery as requested. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
It was reported to philips that the battery needs replacement. There was no patient involvement.